Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Also the pacing capture threshold in the rv (right ventricle) was elevated, a r-wave amplitude measurement issue was observed, and the right ventricular lead integrity alert was triggered. The full lead was subsequently returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had normal function post implant. During an intracardiac electrophysiology study of the heart exit block (high thresholds) occurred and sensing decreased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.